Manufacturer narrative:
Blocks b2 and b3: date approximate.

Event description:
It was reported by the patients daughter that the spinal cord stimulator (scs) patient passed away last week. No further information could be obtained.